Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain post implant of the electrode using this insertion tool. A computed tomography scan was performed and noted the electrode was implanted under the fifth rib. A partial pneumothorax was also observed. Additional surgical intervention was undertaken. The electrode was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. This tool was used for implant and is no longer in service.